Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) and stored atrial tachy response (atr) events for this pacemaker. It was also noted that it was thought the patient was in atrial fibrillation (af) with rapid ventricular response therefore meds were administered to slow the rate. Technical services (ts) provided a review a review of the presenting and recent electrograms (egms) and noted that it appeared like the right ventricular (rv) lead could be in the right atrium. Ts recommended x-ray to confirm lead position. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) and stored atrial tachy response (atr) events for this pacemaker. It was also noted that it was thought the patient was in atrial fibrillation (af) with rapid ventricular response therefore meds were administered to slow the rate. Technical services (ts) provided a review a review of the presenting and recent electrograms (egms) and noted that it appeared like the right ventricular (rv) lead could be in the right atrium. Ts recommended x ray to confirm lead position. A chest x ray was performed which confirmed the lead dislodgement. The rv lead was successfully repositioned. This pacemaker remains in service. No adverse patient effects were reported.